Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver download showed "user" shutdown followed by receiver perpetually rebooting was observed in log. Receiver functional test: no/ unable. The complaint could not be confirmed for receiver initializing screen without manual restart because receiver "user" shutdown followed by receiver perpetually rebooting. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.